Manufacturer narrative:
A plastic dual lumen port with attachable open-ended catheter was returned for eval. The left-side port septum was missing. The user facility indicated that during the decontamination process prior to return to the MFR that the partially dislodged port septum had come completely out of the port and was missing. Visually, the left side septum seat showed no abnormalities or imperfections. The lumen was verified to be patent when it was flushed using a blunt connector attached to a 12cc syringe filled with water inserted in the distal tip of the catheter. The flow was directed back toward the port reservoir with the missing septum. The right side lume was also verified to be patent when the septum was accessed with a non-coring needle attached to a 12cc syringe. Some blood clots were flushed from the right side lumen. No leaks were noticed when the lumen was pressurized by occluding the distal tip with finger pressure. It appeared that the left side lumen was overpressurized which caused the septum to be lifted from its seat. Typically, internal pressures in excess of 150 psi are required to dislodged the septum from its seat. A syringe smaller than 10cc can easily generate this level of pressure in an occluded lumen. A lot review indicated that this lot passed 100% pressure testing during manufacture. The user facility indicated that "packed blood cells" were being infused before the septum ruptured, and blood residue was noticed inside the distal end of the lumen after flushing and decontamination. It is possible that the lumen may have been restricted by blood clotting, which could have led to the overpressurized condition. Additionally, a lumen can become clogged if it is non properly maintained throughout the duration of use. Chemicals are available to clear blocked lumens.